Event description:
A malfunction was reported on the pump after it had been worn in the pool the previous day. The customer's blood glucose level did not exceed 500 mg/dl, with no adverse impact reported. The pump could not be reset due to a malfunction code, and cts arranged for a replacement. Meanwhile, the customer opted to use multiple daily injections as a backup therapy. Since the pump was out of warranty, the caller expressed interest in obtaining an out-of-warranty loaner pump.